Event description:
A malfunction was reported on the pump following an event where the patient had an x-ray on march 18, 2026, the code displayed was identified as "malf 0," which was resettable. The customer¿s blood glucose (bg) level was between 320 and 400 mg/dl. The customer addressed this by administering a corrective injection via multiple daily injections (mdi) and did not require any third-party assistance. The malfunction technical support provided information on resetting the pump and assisted the caller with the process. Customer may continue to use the pump.